Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break

Event description:
Boston scientific received information that during the implant procedure it was not possible to position the right atrial (ra) lead and an issue with the sensing and pacing thresholds was noted. A helix issue was noted. The lead was not implanted and will be returned. No adverse patient effects were reported.